Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no sensing and capture on right atrial lead was observed. Lead dislodgement was noted. Patient was not dependent on atrial lead. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable before, during and after the procedure.